Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-00901. The patient (B)(6) received an scs system including a surgical lead on (B)(6) 2011. It was reported that the patient developed an infection, and her lead and extension were explanted. The explanted devices will not be returned to the manufacturer. No further information is available.

Manufacturer narrative:
No device information was provided for the explanted leads; therefore, the model and lot numbers as well as the implant, manufacturing and expiration dates are unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.